Event description:
(B)(4). Customer reported a blood bag was spiked with tubing. The tubing disconnected at the spike and blood poured from the bag and over the attending rn, no clinician contact with mucous membranes or non-intact skin. The set was replaced with a second set from the same lot number and there was no further issue with the product. There was no injury to the pt and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results, should the device be received for eval. The product complaint form sent by the customer reported an invalid lot number and expiration date. The correct lot number and expiration date are unk at this time.